Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time the libre sensor and sensor kit has not yet been returned for this complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-a528b phone with android operating system version 14. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, general weakness and loss of consciousness. The customer was unable to self-treat. The customer was presented to the hospital. The customer was treated with actrapid insulin (dose unspecified) intravenously by a healthcare professional (hcp) for the diagnosis of hyperglycemia. Additionally, an hcp meter reading of 26 mmol/l was obtained. It is unknown when these readings were taken in relation to the adverse event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported for missing low alarm. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled low glucose alarm feature in the app and set low glucose alarm threshold to highest glucose value. Source current was adjusted on the keithley till low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-a528b phone with android operating system version 14. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, general weakness and loss of consciousness. The customer was unable to self-treat. The customer was presented to the hospital. The customer was treated with actrapid insulin (dose unspecified) intravenously by a healthcare professional (hcp) for the diagnosis of hyperglycemia. Additionally, an hcp meter reading of 26 mmol/l was obtained. It is unknown when these readings were taken in relation to the adverse event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected the reader to software nd isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with sm-a528b phone with android operating system version 14. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, general weakness and loss of consciousness. The customer was unable to self-treat. The customer was presented to the hospital. The customer was treated with actrapid insulin (dose unspecified) intravenously by a healthcare professional (hcp) for the diagnosis of hyperglycemia. Additionally, an hcp meter reading of 26 mmol/l was obtained. It is unknown when these readings were taken in relation to the adverse event. There was no report of death or permanent impairment associated with this event.